Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, an air leak occurred. After placing the introducer into the patient, prior to inserting any catheter, air was aspirated into the syringe that connected to the extension port of the introducer. Several aspirations were attempted but the air was still aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required for replacing the introducer. The device will not return as the patient was (B)(6).